Event description:
As reported: "the end user has reported that an issue has occurred during the t2 ankle fusion surgery performed. After successfully placing the dynamic compression screws and proximal static screws, they encountered a problem while attempting to place the posterior calcaneus screws. The drill was unable to pass through the nail and instead hit the nail, not going through the dedicated hole as intended. The surgeon was unable to generate proper compression to enhance the fusion procedure, which significantly impacted the outcome of the surgery. Due to the defect, the surgeon had to freehandedly insert the screw, which caused a significant delay and inconvenience, affecting the overall operating time".

Manufacturer narrative:
The reported event could not be confirmed since the device was not returned for evaluation and no other evidence was provided. A review of the device history was not possible because the lot number was not communicated. No corrective actions are required at this time. A review of the labeling did not indicate any abnormalities. Indications of material, manufacturing, or design related problems were unable to be identified as the lot number was not communicated. More detailed information about the complaint event as well as the affected device must be available in order to determine the root cause of the complaint event.

Manufacturer narrative:
Additional information has been requested and if received, will be provided in the supplemental report.

Event description:
As reported: "the end user has reported that an issue has occurred during the t2 ankle fusion surgery performed. After successfully placing the dynamic compression screws and proximal static screws, they encountered a problem while attempting to place the posterior calcaneus screws. The drill was unable to pass through the nail and instead hit the nail, not going through the dedicated hole as intended. The surgeon was unable to generate proper compression to enhance the fusion procedure, which significantly impacted the outcome of the surgery. Due to the defect, the surgeon had to freehandedly insert the screw, which caused a significant delay and inconvenience, affecting the overall operating time".